Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the electrocardiogram (ECG) connector was loose. It was also noted that the cooling fan was noisy and there was a screw missing from the lower hinge display plate. (B)(4)

Event description:
It was reported that the electrocardiogram (ECG) connector was loose. The programmer was returned to the manufacturer for servicing. There was no patient involvement.